Event description:
Patient had a bipolar implanted in 1988 do to traumatic injury to the proximal femur. Over the last 25 years bipolar head has slowly deteriorated the acetabular socket. Doctor opted to remove the 58mm bipolar head along with the 32+10 pca head off the stem, replacing the acetabulum with a revision zimmer cup, replace the pca head with a new component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a 32mm ID x 58mm od bipolar head. An evaluation of the device cannot be performed as doctor deemed not necessary to send back the device so it was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Updated date of implant based on additional information. The patient is (B)(6). An event regarding acetabulum wear involving an unknown bipolar was reported. The event was not confirmed. It was reported that the device was in service for 25 years before it was revised. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Patient had a bipolar implanted in 1988 do to traumatic injury to the proximal femur. Over the last 25 years bipolar head has slowly deteriorated the acetabular socket. Doctor opted to remove the 58mm bipolar head along with the 32+10 pca head off the stem, replacing the acetabulum with a revision zimmer cup, replace the pca head with a new component.